Event description:
It was reported to philips that the flexvision monitor failed to start, and no image was displayed on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
A workaround solution was provided to the customer, and the monitor was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).